Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At an unknown time the customer received a blood glucose result of 27 mg/dl on the active system. It was reported that the first digit on the display was missing. The patient experienced elevated blood glucose levels. The customer's daughter transported her to the hospital 4 hours later. The blood glucose result obtained at the hospital was 292 mg/dl. The patient was admitted into the hospital and treated for high blood sugar. The type of treatment given was not provided. The customer was hospitalized and in the ICU for 1 day. The blood glucose monitor was requested to be returned for product evaluation.